Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
Information was received indicating that the 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the bdu cpu, air psol valve and battery. The unit passed all testing and operates within the manufacturing specifications.